Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer plugged the pump into a power source and held the wake button down. The customer had accidentally put the pump into storage mode. Tandem technical support guided the customer through the steps to turn on the pump and the pump was successfully turned on. Customer's blood glucose (bg) level was impacted high (200's mg/dl). The customer took a manual injection to stabilize bg level.